Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). The reports contains also device evaluation. Hamilton medical ag received the logfiles of the device for analysis. Upon review of the log files , the issue reported by the customer could be confirmed. The device alarmed with "air supply failed" on the day of the event. The device also recorded a "oxygen + air supplies failed". The event did not occur during ventilation. Nevertheless, if such an incident were to occur during ventilation, the therapy might be affected and therefore a potential deterioration in the patient' state of health cannot be excluded. Therefore this event is considered reportable. The service technician conducted troubleshooting and identified the root cause as a defective mixer valves. Consequently, the defective mixer valves were replaced. After the replacement, the device functioned correctly.

Event description:
Hamilton medical ag received the following description: the ventilator alarmed with "no air supply". No patient involvement.